Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a device change out procedure on (B)(6) 2021. During procedure, while examining the lead, it was noted that the right ventricular (rv) lead had low pacing lead impedance. The physician capped and replaced the rv lead during the same procedure on (B)(6) 2021. The patient was in stable condition.